Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported that the liberty select cycler alarmed with the "m67 fluid temperature out of range" error three times during step 5 of setup. The patient was not connected at the time of the incident. The cycler was not located near a cooling/heating source. The room was confirmed to be at room temperature. The solution bags were stored inside the house. The heater bag had been placed on the heater tray. The patient rebooted and unplugged the cycler, however the m67 alarm reoccurred. The patient had setup three times that night with new supplies. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested however a response was not received. There were no adverse events or required medical intervention indicated upon initial reporting of this event. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the on f1 use of the ac distribution board was identified.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. The heater test failed. Thermistors did not activate due to a short on f1 fuse on ac distribution board. The ac distribution board was replaced. The heater test passed. Thermistors became functional with new ac distribution board. The functional ac distribution board was removed at the end of the investigation. System air leak and valve actuation tests were performed and passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined there were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the ac distribution board. The cycler was refurbished following the evaluation.